Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the bg was reading 49 mg/dl and the cgm reading was 80 mg/dl. The patient experienced convulsions and lost consciousness. The patient could hear her family members but was unable to open her eyes. Her family called an ambulance and paramedics treated the patient with a glass of orange juice. She was taken to the hospital but was not given any medication and she was just being monitored until she was stable. The patient was discharged around 4:30pm the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.